Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. As such, the system and equipment was not tested. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria a review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be irrelevant to this investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) to address the reported event. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic system returned to the setup screen on its own during ultrasound. Surgery was completed with no reports of patient harm.